Event description:
It was reported that the right ventricular (rv) lead "outer insulation looked to be compromised slightly." It appeared to be superficial. The physician used a lead repair kit to fix the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1399tc lead, (B)(6) 2005; 4194-78 lead, (B)(6) 2005. (B)(4).